Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information from technical support, who assisted with resetting the pump, and informed the customer to continue using the pump while monitoring for any recurring malfunctions. The customer acknowledged and understood these instructions.